Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Surgeon replaced 5x9 cs triathlon tibial insert with a 5x13 due to mid-flexion instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: the bearing was exchanged, femur and tibial devices were retained. X-rays confirm implantation of triathlon cr cementless devices in adequate size and position although there are radiolucent lines below the medial baseplate section as well as below the entire femoral implant-bone interface although still no gross loosening appears evident. There is minimal clinical information although the indication for revision was provided as mid-flexion instability of the knee as also confirmed by the facts of revision surgery with exchange of the tibial bearing for a thicker 13-mm one although further revision surgery details were not provided. - x-rays confirm an adequate component position of the implanted metallic devices with adequate reconstruction of relevant anatomic stability markers such as posterior femoral condylar offset, posterior tibial slope and joint line level as the more relevant ones. Because of the short revision interval of only 15-months, it is evident that the initial bearing thickness has been inadequate for this patient. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the reported lot. Conclusions: review of the medical records provided indicated that inadequate initial bearing thickness due to soft tissue contracture has contributed to gradual relaxation of soft tissues after rehabilitation of the patient rendering the knee unstable and consequently requiring revision. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon replaced 5 x 9 cs triathlon tibial insert with a 5 x 13 due to mid-flexion instability.